Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax which was confirmed via chest x-ray and ultrasound. The patient had been experiencing chest pain. The size of the pneumothorax was 25%. Chest tube placement and hospitalization were required to resolve the pneumothorax. The target lesion was in the peripheral right upper lobe and about 10 millimeters in size. The pneumothorax subsequently resolved, the chest tube was discontinued, and the physician planned to discharge the patient a day after the chest tube was removed. The physician believed that the ion system caused or contributed to pneumothorax. It was alleged that the device has failed navigation due to CT scan to body divergence. Furthermore, the physician reported that this issue could have potentially occurred via another modality.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On 22-nov-2022, per an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae), review of the logs did not find any errors that are relevant to the reported event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient required chest tube placement and prolonged hospital stay to resolve the pneumothorax..